Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 446 mg/dl. The customer reported that the reading did not show up on the insulin pump and she had to treat with a manual injection. The customer declined troubleshooting for this issue. The insulin pump was not replaced or returned for analysis.